Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle. The log files also indicate that prior to the last firing in the field there were multiple unknown continuous resets. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. Intermittent connection of the 44 pin cable is known to create resets with short duration power-on times. If the ground connection on the 44 pin cable is lost early during initialization while critical one wire operations are being performed a bad cyclical redundancy check (crc) error can occur. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of damage to the external housing. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle would not accept adapters and show cases left. The adapter was tested on other handles and it worked. There was no patient involvement.